Event description:
It was further reported that there was no performance issue with the leadless ipg.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient's representative that the patient's heart stopped and asked what would cause the leadless implantable pulse generator (ipg) not to keep heart at sixty beats per minute. It was reported that the emergency room performed cardiopulmonary resuscitation for almost an hour, and time of death was called. After ten minutes the patient had a pulse again and the patient's rep reported the ipg was spiking on the monitor. A cardiac resynchronization therapy defibrillator (crt-d) was implanted. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.